Event description:
It was reported that after a bariatric procedure, the patient required a transfusion. The user believes the powered echelon is the reason for the issue. No additional information is available at this time. The device is not available for return. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: during the initial procedure: did the surgeon experience any issue with the device during the initial procedure? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Were there any difficulty removing the device from the tissue? Was a leak test performed? Post-operative questions: at the site of the bleeding, what did the staple formation look like? What was done to control the bleeding? What is the current status of these patients? Why does the surgeon feel there was a problem with the device if there were no issues during the initial procedure?